Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that for approximately six months or longer the patient had received electrical interference which is not steady, time varies and the patient can feel the electrical interference. The patient further reported being able to feel vibrations when in the shower/tub/bathroom. Additional information obtained from the clinic indicated noise was observed on the atrial channel can to distal coil. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.